Event description:
It was reported that the patient had an infection at the ipg pocket site. Symptom of skin irritation were noted. The physician believed that the infection was not device nor procedure related. The patient was given intravenous (IV) and oral antibiotics. The patient was reportedly doing well.